Event description:
During an endoscope variceal ligation (evl), a cook 10 shooter saeed multi-band ligator was used. When the physician attempted to insert the loading catheter through the handle, the hook on the end of the loading catheter separated. A new product in stock was used instead to complete the procedure. This occurred during the loading process, the loading catheter was not located inside the pt's body. There was no impact to the pt.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The catheter, handle with trigger cord, one attached blue hook and one detached blue hook were returned. During the visual examination, it was noted that the detached blue hook was distorted at the hook portion. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter's stylet wire as well as the detached blue hook were measured and verified to be within the appropriate mfg specs. No kinks or bends were noted in the loading catheter or on the loading catheter's stylet wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm,this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrence of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Qa will continue to monitor for complaint trends.